Event description:
Enema tip easily inserted (no sphincter muscle) approximately 2-3". Cufflator #9529 used to inflate balloon. Pt. Unable to retain tip and expelled it with balloon inflated. Procedure repeated and again tip expelled. On third insertion, pt. Retained tip. Upon introduction of barium, extravasation noted. Procedure stopped. Surgical consult done, perforation of rectum noted. Pt. Treated for peritonitisdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, inherent risk of procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.